Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. It was also reported that the pump time was incorrect, cause was unknown. There was no reported adverse impact to the customer. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.